Event description:
During follow-up, multiple noise episodes were observed on the right ventricular (rv) lead. Further information was requested but not yet available. The patient was in stable condition and experienced no adverse health consequences.

Event description:
During follow-up, oversensing due to noise was observed on the right ventricular (rv) lead. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead revealed an external insulation abrasion exposing the outer coil proximal to the suture sleeve tie impression consistent with friction to the device can. The reported event of oversensing due to noise was confirmed. The reported event was isolated to the exposure of the outer coil in the abrasion zone.